Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide a correction to the initial d4 serial number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the monitor cannot be turned on was not identified from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation but is expected to return. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the lights turns on, on the high definition lcd monitor, but the screen does not turn on. The issue was found during preparation for use. There were no reports of patient harm.